Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor error code (1870). The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Error code 1870 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.